Event description:
It was reported that when the acunav catheter was connected to the swift link of the echocardiograph for a transeptal puncture using a brockenbrough, the echo image was not displayed on the echocardiograph. The swift link, catheter, and the echocardiograph were disconnected and reconnected but the reported phenomenon continued. The issue was resolved by changing the acunav catheter with another catheter. The procedure was completed without any consequence to the patient. No additional information was provided.

Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.